Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced an auditory alert and began to feel tired and lethargic with chest pressure. In clinic, the device was found to be in backup vvi which occurred on (B)(6) 2013. A device download successfully restored the pulse generator.